Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03761 / 03762).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient allegations of pain, debilitation, elevated metal ion levels, discomfort, inflammation, dysfunction, loss of range of motion, loss of mobility, metal poisoning, and metallosis. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being submitted to relay additional information: concomitant products - name: m2a-magnum mod hd sz 46mm part: 157446 lot: 342940.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 years post initial implantation due to pain and elevated metal ions. During the procedure the surgeon noted that there was a significant amount of fluid in the joint and thickening of her capsule. The femoral head was the only product that was removed and replaced. Attempts have been made and no further information is availible at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.